Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the liner. A review of complaint history of the previous 12 months revealed similar events for the femoral component, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history for the previous 12 months did not reveal similar events for the stem and shell. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as a potential complication associated with total hip arthroplasty surgery, primary or revision. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Additionally, since the devices' batch numbers were not provided, a review of the sterilization records could not be performed. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Initial complaint reference: (B)(4). H10: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a primary tha procedure performed on (B)(6) 2020 due to osteoarthritis as primary diagnosis, one (1) patient sustained a hip infection at 3-4 postoperative months that required a revision surgery. Further information is not available.

Manufacturer narrative:
Corrected data: b3 (occurrence date), b5 (narrative).

Event description:
It was reported that, following a primary tha procedure performed on (B)(6) 2020 due to osteoarthritis as primary diagnosis, one (1) patient sustained a hip infection at 3-4 postoperative months (between 1-jul-2020 and 31-jul-2020) that required a revision surgery. Further information is not available.